Event description:
On (B)(6) 2014 the implanting hospital provided the patient¿s product information.

Event description:
It was reported that the patient has an infection and that it was believed to be due to the patient's home not placing protective gloves on the patient since he is known to manipulate surgery sites. The patient is expected to have surgery, but surgery has not been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: additional information was received that contained the patient's product information.